Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack on the screen and on the back. The insulin pump's screen was blank and it was alarming like it would with a critical pump error. Customer's blood glucose level was 10.3 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank flashing white lcd display anomaly with audio alarm due to cracked on lcd controller. Unable to perform displacement, rewind, seating and basic occlusion due to flashing white lcd display. The insulin pump had scratched case, cracked case at battery tube side and fading serial number label.